Event description:
The reported description notes that upon receipt of the mainboard, the customer reports that the loudspeaker produces no sound. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The reported description notes that upon receipt of the mainboard, the customer reports that the loudspeaker produces no sound. No pt involvement. Although this is considered a failed on arrival part with no pt involvement, should the user be unaware of the audio failure, and should this failure mode recur during use, pt harm is possible.